Event description:
It was reported the image of the bronchovideoscope was noisy. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The device issue occurred during the first use. The event occurred during a diagnostic bronchial examination. The exam was completed using the same device and there was no delay in procedure.

Manufacturer narrative:
Corrected data: b3 date, d4 UDI - this device is not sold or distributed in the u.s., therefore there is no UDI. New information added to the following fields: b5, h4. This supplemental report is being submitted to provide the results of the legal. Manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image sensor unit was broken, which led to occurrence of the event. Since image disappeared at angulation, olympus presumed that abnormality occurred such as breakage of cable in image sensor unit at bending section, which led to breakage. However, olympus could not specify the cause of the breakage. Olympus confirmed the image was flickering and became black during angulation due to faulty charged coupled device (ccd). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor the field performance for this device.